Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer's son states that his mother feels well and requires no medical attention. Customer's expected blood results are 108-116mg/dl fasting. Verified the strips expire on 04/19/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 163mg/dl and 166mg/dl fasting. Reviewed meter memory: 141mg/dl, (B)(6) 2015, 01:52:00 pm, fasting: yes; 226mg/dl, (B)(6) 2015, 01:30:00 pm, fasting: yes; 151mg/dl, (B)(6) 2015, 02:22:00 pm, fasting: yes; 207mg/dl, (B)(6) 2015, 12:46:00 pm, fasting: yes; 133mg/dl, (B)(6) 2015, 01:14:00 pm, fasting: yes. Customers concern: the result that concerns the customer is the 226. Adverse event not reported.